Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.